Event description:
The customer reported via phone call that the insulin pump did not alert them of a low blood glucose event. Customer stated their blood glucose declined to 28 mg/dl, but they were not alerted. Troubleshooting found the customer was alerted when their blood glucose dropped to 28 mg/dl. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.